Event description:
In 2007, the patient reported that the vibratory signal in his infusion device was not functioning. He stated that he noticed the issue one week prior to the report. He stated that he replaced the power pack in the infusion to device to determine if that might correct the issue. He reported that the vibratory signal still did not function. During troubleshooting, he acknowledged awareness of the power pack recall and stated that he had only been using corrected power packs in his infusion device. He noted that audible signaling continues to function on the infusion device. However, he noted that he works in a noisy environment and he is barely able to hear audible signals (beeps). A replacement infusion device was shipped and the product requested to be returned for evaluation. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue.